Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a routine clinic visit. Upon interrogation, the right atrial lead exhibited increased capture thresholds and oversensing of noise. The noise was reproducible with arm motion. A chest x-ray revealed that the lead was damaged as a result of clavicular crush. The lead was capped and replaced without issue on (B)(6) 2016. The patient tolerated the procedure well and was discharged home the next day.